Event description:
The guide wire has an apparent defect at the juncture of the floppy end of the wire to the stiff end. The solder point is rough with an edge. The wire was difficult to use during the catheter exchange. When the physician attempted to remove the wire, the wire failed and had to be removed in multiple small pieces.